Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 29 mmol/l. The customer¿s current blood glucose value was 19 mmol/l. The customer did experience any symptoms of high blood glucose value such as dizzy. The customer treated high blood glucose with insulin pump. The customer did allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further medical complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w version 4.11j. Retainer ring = black. Case type = ngp. Customer returned pump for alleged high bgs and under delivering were found on (B)(6) 2022. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. Pump did not pass the self-test. During the self-test, pump error 63 (variable 3) occurred at (B)(6) 2023 06:11:00.000. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink, however, there was no data available on event date on carelink. Unable to verify high bg's. Unable to confirm total units of normal bolus delivered on event date due to no data in pump history. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 23.6mv. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. No under delivery anomalies noted during testing. Unable to confirm high bg's. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.